Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse verified the functioning of ion selective electrode (ise) module and checked alignments, the mixer and other fittings. The cse did not find any instrument malfunction. The cse ran quality controls, which were acceptable. The cause of the discordant sodium results on patient samples is unknown. This instrument is performing according to specifications. No further evaluation is required.

Event description:
Discordant sodium results were obtained on an advia 1800 instrument. The operator stated that quality controls (qc) were within acceptable ranges when patient samples began running, but went out of range later in the day. The customer performed a look-back and discovered that the discordant sodium results were obtained on patient samples during this time frame. The discordant results were reported to the physician(s). It is unknown if the samples were repeated and if the corrected results were reported to the physician(s). The customer did inform the nurse managers that they may have observed 5 percent increase in patient results reported to them during the timeframe qc was out of range. There are no reports of patient intervention or adverse health consequences due to the discordant sodium results.